Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported that the sensor is broken at the neck where the cable joins the sensor and the probe signal going on/off while baby sleeping and not moving.